Event description:
In (B)(6) 2016, I had breast implants, smooth silicone by mentor. By (B)(6) 2017 I had a body rash and hives along with many other symptoms but those could all be attributed to various other things. Many dr visits finally led me to food allergy testing which uncovered numerous food allergies all of which I had before. A strict diet did not help with the rash and hives so environmental followed. I am allergic to silicates / silicon dioxide which my dr called mentor directly and discovered that indeed my implants contain the contagion. It took 11 months for a diagnosis and during that time the rash continued to get worse to the point that my dr prescribed an epi pen for fear I could go in to shock due to the rash severity. In the last 2 months, I have also developed white spots on my skin under both arms and in my groin area. I am fatigued, am very susceptible to utis, etc. An explant surgery is scheduled for this friday, (B)(6) 2019.